Event description:
It was reported that a spectrum infusion pump failed downstream test during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the customer reported problem of ¿fail downstream test¿ was not reproduced. The device was tested for downstream occlusion testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.